Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt at 63,888 joules. Additional information reported by the customer was the beam was tested prior to use inside of the pt. The beam was visible. During the procedure, after the fiber cap detached the method used to retrieve the cap is unknown. The pt did not experience any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the system. The current status of the pt is unknown.